Event description:
The pt was revised after 4 years from implantation date and the x3 liner and acetabular cup were revised due to infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report - description: trident hemispherical cluster hole shell, cat #502-11-54e, lot #25540201; description: v40 cocr lfit head 36mm/0, cat #6260-9-136, lot #5ndmnd; description: accolade plus tmzf hip stem #3, cat #6021-0335, lot #23896003. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.